Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-feb-2023 h6: investigation summary customer returned (66) 3/10cc, 8mm, 31g walgreens syringes (46 in open poly bags, 20 in sealed poly bags) from lot # 2164267. Customer states that fm came out of the barrel. 30 out of 46 samples from the open poly bags were examined and no foreign matter was observed in any of these syringes. However, when the plunger rod was fully depressed, a small, clear droplet of material came out of the cannula on 15 out of 30 tested samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2164267. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that liquid foreign matter came out of the walgreens thin insulin syringe when the plunger was pressed down. The following information was provided by the initial reporter: "consumer stated when she pushed down on plunger rod, clear liquid came from barrel onto needle stated did not use syringes she found with clear liquid"

Event description:
It was reported that liquid foreign matter came out of the walgreens thin insulin syringe when the plunger was pressed down. The following information was provided by the initial reporter: "consumer stated when she pushed down on plunger rod, clear liquid came from barrel onto needle stated did not use syringes she found with clear liquid."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.